Manufacturer narrative:
The reported device was returned to conmed for evaluation. Upon visual inspection, the device was found to be bent and z-wire was broken off (approximately 0.420"). As reported, this broken part remains in the patient and was not returned. To date, despite several good faith attempts, additional information as to why this piece was left in the patient has not been made available by the facility. This is a technique dependent device and the most likely cause of this reported failure is the application of excessive force on the device during use. A review of the manufacturing documents was conducted and all devices made within this lot were found to meet specification before shipment. A two-year review of complaint history for this device family revealed no prior similar reported events. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4). A risk analysis was performed on the reported wire breaking and is found to be acceptable. This device is intended to provide temporary fixation. This device is tested for exposure to patient for limited time, not as an implant. The instructions for use advices the user of the following. The wire must be inserted with a compatible wire driver. This device should not be used on insufficient quality or quantity of bone for wire fixation. Removal of the wire as soon as possible following healing is important to minimize complications. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental report will be filed after the device evaluation and complaint investigation are completed.

Event description:
The user facility reported the 00505004200 c-wire broke during use. A piece of this wire still remains in the patient. This incident caused a surgical delay of 10 minutes. An alternative device was used to complete the procedure with no patient injury reported. To date, additional informion about the patient and event is being collected from the doctor at the facility. This report is raised on the basis of an unretrieved piece of the device remaining in the patient; therefore, this incident will be reported as a patient injury.